Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer used non-tandem wall adapter and charging cable, after which pump began charging, and technical support advised against routine use of third-party charging supplies and arranged shipment of replacement tandem wall adapter and charging cable, with no further assistance required.